Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the cleo 90 infusion set, that a patient experienced a staph infection due to an infected infusion site. The patient reported that their blood glucose level was between high 100 mg/dl to the low 200 mg/dl at the time of the reported event. The patient spoke to the nurse, who suggested that the patient should apply iodine to the infected site.